Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was recently admitted into the hospital for a drop in hemoglobin due to chronic anemia (11.0 > 7.4 in 4 weeks). A capsule study was conducted and was negative. The pt's hemoglobin was monitored for any other indications that may have indicated a gi bleed. The pt was discharged to home 6 days later. Per additional information received from the vad coordinator, the pt had been admitted two months prior to the reported event for a gi bleed. An esophagogastroduodenoscopy (egd) was performed at that time and showed "oozing of blood" in the proximal jejunum. It was treated with epinephrine and was cauterized.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR;s investigation is completed.